Event description:
Lap chole: "we are contacted by the hospital and informed that dr. (B)(6) had a case where the clips were not working correctly. I went in to work his next case. The doctor said that last time he used the clip. The clips were falling off the vessels and not completely closing. I observed his case the first 12 clips fired correctly. The 13th clip when fired did close around the vessel at all he went fire another clip and you could see the 13th clip hanging in the jaws backwards. He removed the clip applier loaded another and completed the case without further incident."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.